Event description:
External pacing was administered to an ICU pt diagnosed as bradycardic. The pt was also diagnosed as hypothyroid. After approx 5 to 6 hrs of pacing at 175 ma, the unit allegedly alarmed and went into the test mode and pacing stopped. The operator was unable to restart the pacemaker. A backup external pacemaker was made available and used. The nursing supervisor said there was no harm to pt care as a result of the alleged malfunctions.

Manufacturer narrative:
Physio-control evaluated the device. A failure of the device to boot up was observed. An open fuse on the main pcb assembly was observed. After replacing the fuse, the unit failed to boot up and the fuse opened again. The customer requested to have the unit returned unrepaired. They intend on purchasing a new replacement device in the near future. The root cause of the reported malfunction was not conclusively determined.